Event description:
They reported that the system had a burnt-out x-ray tube. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the subassembly and calibrated the x-ray tube and collimator. The system operates as intended.